Manufacturer narrative:
One small vial was returned in a plastic bio-hazard bag. The original packaging and the pack components were not returned. The part number and lot number cannot be verified. The vial contains an unknown fluid. A blue particle can be seen floating in the fluid. Microscopic examination found that the particle is light blue, soft/squishy to the touch and is curled or spiral-twisted. The particle analyses indicates that the light blue particle on the filter consists of organic material with lesser concentrations of saline residue and mineral deposits. Sample size prohibited further characterization.

Manufacturer narrative:
The product and the lot number have been requested however not yet received. Due to the lot number not being known we were unable to review the sterilization and lot history records.

Event description:
Blue piece at the entry of the incision. Product requested, no patient impact.